Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments or display anomalies were noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
Customer reported that the screen on insulin pump is fuzzy and cannot be read at all. Customer's blood glucose reading was 237 mg/dl. Advised discontinuation of the insulin pump. Nothing further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.